Manufacturer narrative:
Item number was not provided to smith medical.

Event description:
It was reported that a "no disposable" alarm went off approximately 8 hours before scheduled cassette change.